Event description:
Patient reports she is having a problem reading her cadd ms 3 pump. "It fades in and out" she said the pump still works, she is using her alternate pump and there are no adverse events. Dose or amount: 29.1 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.